Manufacturer narrative:
The technician replaced the shoulder bolt to repair the stretcher.

Event description:
Information received indicates the siderail will not latch due to a missing latch shoulder bolt.